Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A physician reported that a patient was revised to address a loss of correction following mesa uniplanar screw slippage approximately seven years after implantation. Patient reportedly experienced pain. Fusion was achieved and the construct was lengthened to l4.

Manufacturer narrative:
H3 other text : device remains implanted.

Event description:
A physician reported that a patient was revised to address a loss of correction following mesa uniplanar screw slippage approximately seven years after implantation. Patient reportedly experienced pain. Fusion was achieved and the construct was lengthened to l4.